Manufacturer narrative:
The insulin pump had pump error 35 in the pump history and critical pump error on the insulin pump history due to moisture damage on the electronic assembly. The functional testing was unable to be performed including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The analysis identified that the insulin pump did not meet specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was unknown at the time of the incident. Displacement test was performed and pump did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.